Manufacturer narrative:
The customer¿s report of a leak coming from the ¿top port¿ was confirmed. Microscopic inspection of the uppermost smartsite revealed a long opening across the top of the valve piston. No other discernible signs of damage or abnormalities were observed with the set. Functional testing confirmed a leak at the top surface of the uppermost smartsite. The cause of the damage has been determined to be a combination of factors which can occur during the automated assembly of the smartsite component.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked and squirted out of the top port and onto a patient and staff member during an IV administration. There was no report of patient harm.